Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device was within specification, a deformation, creases fold and some non-penetrating nicks. The unit is not rupture based on the device analysis the final assessment is: a nick striated assessed as surgical tool scratch like. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "any creases" "all across face of the dome." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "any creases" "all across face of the dome." Device has been explanted.